Event description:
In 2005, the lay user/pt contacted lifescan and alleged that her one touch enhanced basic meter was reading inaccurately low. The pt had received results such as 56 mg/dl, and 38 mg/dl on the subject meter. She had not experienced any symptoms at the time of testing. She had a doctor's appointment, where she received a granola bar due to a low result. Although the doctor's meter result is not provided, the treatment given (granola bar) correlates with the reported meter results. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were coded correctly and were within expiration date. The pt was walked through two consecutive control solution tests and the results fell outside the specified range. A replacement meter, control solution, and test strips were sent to the lay user/pt.